Event description:
Dr. (B)(6) mentioned to me today ((B)(6)), that on his mecc avr performed, he experienced a ventricular clot which had to be removed and managed with anti platelet therapy. Did not report any adverse patient event.

Manufacturer narrative:
Further investigation could not be conducted since the product was not returned. The serial number or lot information was not provided, therefore device history could not be reviewed. A review of the complaint trends does not indicate any manufacturing or systemic issues.